Manufacturer narrative:
No button error alarm was noted on the insulin pump and all the buttons functioned properly; however, the unit had corroded keypad traces. No moisture damage was noted on the electronic or motor assemblies. The following cosmetic damage was also found: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and a cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; the alarm woke him up and none of the buttons were responding. The patient's blood glucose at the time of incident was 216 mg/dl. The customer stated that there was a crack in the battery chamber and that some water might have gotten in it. He was standing up on his paddle board and went in the water a few times; the pump was submerged in water. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.